Manufacturer narrative:
(B)(4).

Event description:
It was reported that the orthopedic surgeon tangled the catheter. The patient was having a back fusion and the surgeon was repositioning the catheter back into the intrathecal space. The physician's assistant (pa) for the surgeon was going to leave the catheter in the fascia leaving the pump in minimum rate mode. The patient was given intravenous (IV) medication. The manufacture representative did not have a clear plan on what they would be doing with the IV dose but they were aware that the conversion is not applicable intrathecal to IV. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).